Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation found the device was unable to read signals from some cameras due to bent video contact pins inside the video connector socket, attributing to no connectivity or image. Additionally, an upgrade to the newest software and main switch version is recommended. The device was repaired to specifications and returned to the customer. A review of the repair history shows no previous repair records; device was purchased on (B)(6) 2012. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The operating nurse manager at the user facility reported that during an inspection before use, the visera elite video system would not take pictures/record pictures and not reading signals from some cameras. There was no patient involvement and the intended procedure was completed using the same device. No adverse outcome to the patient was reported.